Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00320 on 13-aug-2019. Additional information (19-aug-2019): siemens further investigated the issue and reviewed instrument files. Siemens determined that quality controls (qcs) recovered within acceptable ranges before the affected samples were processed on the dimension exl with lm instrument. Sample integrity, other pre-analytical variables, or the sample arm malfunction potentially contributed to the different sodium results obtained on the patient samples. However, qc samples recovered within acceptable ranges and there were no reports of issues with other patient samples, indicating that the instrument and reagents were performing acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced and aligned the sample arm. Then, the cse ran a system check and quality controls (qc's); both the system check and qc's recovered acceptably. The cause of the different na results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Different sodium (na) results were obtained on two (2) patient samples on a dimension exl with lm instrument. The initial results were reported to the physician(s), while the repeat results were not reported to the physician(s). The initial results were not questioned by the physician(s). The correct results for these patients are unknown. There are no known reports of patient intervention or adverse health consequences due to the different na results.